Event description:
It was reported that the insulin pump alarmed motor error during the priming process. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement test. Advised the customer that the insulin pump would be replaced due to the multiple motor error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.